Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 20 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. A visual and tactile examination of the hypotube found a partial break located 109.5cm distal from distal strain relief. As well as multiple hypotube kinks on several locations of the hypotube shaft. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of reddish media visible inside the balloon cones. The partial break in the hypotube, which was reported to have occurred during the procedure, most likely lead to blood entering the balloon prior to the device being removed from the patient. A visual and microscopic examination of the bumper tip, the outer and inner lumen, mid-shaft section found no issues.

Event description:
It was reported that shaft break occurred. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during delivery, it was noted that the catheter broke from the halfway mark on the shaft. The device was intact when it was removed from the guide. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the 90% stenosed target lesion was located in the minimally tortuous and mildly calcified proximal circumflex. Atherectomy was performed to pre-dilate the lesion.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during delivery, it was noted that the catheter broke from the halfway mark on the shaft. The device was intact when it was removed from the guide. The procedure was completed with another of same device. There were no patient complications reported.